Event description:
Country of complaint: (B)(6). Needle bent during surgery.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 10 unopened pouches and 2 opened. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received 10 closed samples and 2 open samples with the tip of needle bent. Both open samples received are used and there are marks of the needle holder in the bent area of needle tip. The needle tip area is a weak part of the needle. The needles of the closed samples received were tested for bending strength and these values are in the current range for these needles. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. As indicated in note/precautionary measures from the instructions for use of the product: "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third to one-half of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking" final conclusion: complaint is not justified. Corrective/preventive actions: na.

Manufacturer narrative:
Manufacturing site evaluation: on-going.